Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/19/2013 with the following findings: the original complaint could not be duplicated. There was no defect found.

Event description:
On (B)(6) 2013 the reporter, the patient¿s mother, contacted animas to report the patient obtained blood glucose levels of 500 mg/dl and experienced no symptoms. The patient¿s hcp recommended the patient be removed from the pump and move to alternate backup method of insulin injections by syringe. The patient¿s blood glucose level was corrected to 200 mg/dl. The issue was not resolved. The patient allegedly suffered blood glucose levels indicative of severe hyperglycemia while using the reported pump, and received hcp medical attention and treatment. As the issue was not resolved, this complaint is being reported.